Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they are experiencing an allergic reaction to wearing of the aligners. They had to go to be seen at emergency care because of the sores and swollen throat symptoms they are having. Requested documentation from patient from their doctor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.